Event description:
During an ercp procedure the physician placed a wilson-cook zilver biliary stent. After fluoroscopically viewing, it was noted the stent was in place, but 1cm of the stent's end was located in the duodenum and was noted to be damaged. The physician used a snare to remove the portion of the stent that was damaged, leaving the remainder of the stent in place. An injury to the pt was not reported.